Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip break was confirmed as shaping ribbon deformation. The reported stretched coils was confirmed as the coils being twisted/bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile unused guidewires from the same part/lot as the reported device were returned. Units were randomly selected for visual and dimensional examination. The examination found misaligned coils on one of the units. The investigation determined the noted misaligned coils appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) with moderate calcification. The hi-torque 014 bmw guidewire (gw) was used in a procedure; however, the gw became uncoiled [unraveled]. Therefore, the gw was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.